Manufacturer narrative:
Investigation summary: it was reported a new 20 ml syringe in it's packaging was found with staining/marks on the inside of the syringe. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A device history record review was completed for provided material number 302830, lot number 0274397. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Frequency of inspections was increased to mitigate the escapes of this type of symptom. To date, there have been no other similar events reported for this lot. Investigation conclusion: based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: the syringe barrel has embedded degraded resin and no other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 20ml ll s/c 48 had foreign matter. The following information was provided by the initial reporter: a new 20 ml syringe in it's packaging was found with staining/marks on the inside of the syringe.